Event description:
It was reported by the customer a leaking stopper on a dl PICC line. The product was used on a patient. There was no harm reported. The event did not involve an urgent/life threatening medical situation. The leak was discovered when clinician flushed the lumen with the stylet inside of it. The event did not interrupt treatment or cause a delay in treatment. There were not any signs of symptoms or complication that the patient experienced. The event was not related to medications being infused. The catheter ended up being removed so it was not secured with anything.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer a leaking stopper on a dl PICC line. The product was used on a patient. There was no harm reported. The event did not involve an urgent/life threatening medical situation. The leak was discovered when clinician flushed the lumen with the stylet inside of it. The event did not interrupt treatment or cause a delay in treatment. There were not any signs of symptoms or complication that the patient experienced. The event was not related to medications being infused. The catheter ended up being removed so it was not secured with anything.